Event description:
It was reported that the external pulse generator (epg) was returned by the physician and the engineer found that the device could not be turned on and therefore needed repair. There was no patient involvement indicated for this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.